Event description:
It was reported that a composix kugel mesh was installed with sutures on (B) (6) 2005. Pt was complaining of abdominal pain. A surgeon did the first surgery on (B) (6) 2010 for incarcerated incisional hernia. She found a big fold in the mesh with ruptured sutures and intestine adhering on the polypropylene side. She repaired a small enterotomy, but did not remove the mesh. A piece of the broken ring was removed. On (B) (6), a second surgeon removed the mesh completely and it was sent to pathology. A very long and tedious dissection was performed and strong adhesions couldn't be removed on eptfe side for 3/4 of the mesh size. The mesh was sent to davol after the pathology report was completed.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Complaint sample observations as follows: the patch was irregular in shape, very rigid and curled toward the eptfe side of the patch. There was a heavy amount of tissue ingrowth into the mesh/polypropylene side of the patch, and there was a large amount of some type of tissue adhered to the eptfe side of the patch. We were unable to separate the tissue from the eptfe side of the patch. As a result, we were unable to visualize the eptfe to see if it was intact or not. The piece of ring that was removed in the procedure performed on (B) (6) 2010 during repair of the enterotomy was not returned for eval. There were no recoil ring ends observed to be protruding through either side of the patch or protruding through the ring pocket. Therefore, we are unable to confirm the reported broken ring and what may have caused the ring to break. Based on the review of the complaint sample, we are unable to determine what caused the mesh to fold and the tissue attached to the eptfe side of the patch. Adhesion is a known adverse event that is listed in the IFU. No conclusion can be drawn.